Manufacturer narrative:
According to the information gathered during the DHR review, there is enough evidence to support that devices were assembled in accordance with allergan medical procedures and specifications. Device evaluation: white particles were observed on the outer surface of the implant. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Documentation received from a patient representative states the "areolas have been significantly expanded wider and the disorientation of the nipples is further magnified.¿ documentation also alleges the patient has ¿suffered bodily injury [¿] and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. The device was removed and replaced. This record is for the right side. See manufacturing report # 9617229-2017-01780 for the left side.